Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The device was returned with the cannula cap detached from the cannula tabs and missing. No other visual damage was noted. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive force applied to the device during use. The device was disassembled and no damage was found on the internal components.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2015 and absorbable straps were used to fixate mesh. During the procedure, the white tip end of the disposable fell out and into the patient. The tip was found and retrieved from the patient. There was no additional tissue dissection to remove the white tip. The procedure was completed with a like device with no adverse patient consequences reported.